Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, it was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 129 mg/dl.